Manufacturer narrative:
Continued: e1- phone number: (B)(6). The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: seroma-late.

Event description:
Healthcare professional reported "an MRI showed undulations, ripples, contour undulations". "Hypertensive images on t2, adjacent to the implants, representing fluid". "Grade 2 contracture (no deformity yet)". This record is for the left side. Device remains implanted.